Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2015-08240 and 2134265-2015-08239. It was reported that automatic pullback failure occurred. The vascular access was obtained via the right femoral. The 60% stenosed target lesion was located in the moderately calcified right coronary artery (rca). During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view unspecified target lesion. The physician insert the opticross into the patient to viewing the intravessel. However, the image doesn't appear and the pullback sled cannot move up and down. The physician decided to change to another new opticross and pullback sled and everything is okay. No patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. No damage found on the returned pullback sled. The sled was able to properly connect to the motor drive unit. During functional testing using a test catheter, the sled was able to properly pull back and performed within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as: 2134265-2015-08240 and 2134265-2015-08239. It was reported that automatic pullback failure occurred. The vascular access was obtained via the right femoral. The 60% stenosed target lesion was located in the moderately calcified right coronary artery (rca). During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an opticross imaging catheter and a sled to view unspecified target lesion. The physician insert the opticross into the patient to viewing the intravessel. However, the image doesn't appear and the pullback sled cannot move up and down. The physician decided to change to another new opticross and pullback sled and everything is okay. No patient complications were reported and the patient's condition is stable.